Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure during the implantation, the doctor noticed the torn/damaged haptic. The lens was ultimately not implanted. The patient impact was not reported. Additional information received and stated that there was a patient contact with the device. The patient left aphakic and the surgery was not completed.